Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported: "upon opening implant was notice that periapatite on polish surface of lateral posterior skid."